Event description:
No new additional information

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported feeling uncomfortable stimulation. The patient stated it is "pulsing a lot more" and feels like her bladder is shaking when using the restroom. The patient noted that this occurred immediately after yoga class. There was no trouble shooting possible because the patient did not have the patient programmer (pp). The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.